Manufacturer narrative:
One (1) expedium thoracic pedicle probe ¿ curved [product code: (B)(4), lot no: nw140087] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located approximately at the 40mm graduation mark of the probe¿s distal tip. The second half of the tip was not provided for this analysis. The fracture analysis revealed evidence of plastic deformation and a rough appearance across the entire surface indicating that the probe underwent a static failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the probe¿s distal tip becoming broken cannot be positively determined. However, the fracture analysis report revealed evidence of plastic deformation and a rough appearance across the entire surface indicating that the probe underwent a static failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tip of instrument was broken during surgery.